Manufacturer narrative:
Approximate age of device ¿ 11 months and 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)() 2017. It was reported that pump stoppages occurred twice on (B)(6) 2018 with evidence of dizziness and low speed advisory alarms. Upon interrogation in the vad clinic, pump stoppages were identified with speeds to zero. No further alarms occurred on battery power. The manufacturer¿s technical service representative reviewed the submitted log file and observed multiple pump stoppages and low speed operations which dropped below the patient's low speed limit. It was reported that an external percutaneous lead replacement was performed that initially appeared successful. The alarms could not be recreated; the patient was placed on a grounded cable with no alarms initially. The patient later got up on the side of the bed which resulted in a pump stop alarm. The patient reconnected to battery power with resolution of the alarm and then to an ungrounded cable. No further issues occurred while the patient used an ungrounded cable. The patient's surgeons and cardiologists were updated and the patient's pump was exchanged on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Additional information. ((B)(6) 2018). Corrected information. (Device return: yes, (B)(6) 2018). Device evaluation: evaluation of (B)(4) confirmed driveline damage that would have contributed the low speed and pump stop events. Review of the submitted x-ray images revealed a bend in the driveline in close proximity to the pump housing. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion was returned measuring approximately 42 inches. A driveline repair was present approximately 21 inches from the pump housing. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. The repair was disassembled and no issues were found. The external replaced portion of the driveline was unremarkable. The distal portion of the driveline showed no issues with the bionate or metal shielding. The metal shielding was removed and insulation breaches were identified on the green and yellow wires approximately 3.5 inches from the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged wires made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could result in a low speed or pump stop event as captured in the log file. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.